Event description:
The customer reported initially obtaining elevated troponin I (access accutni) results, within the risk stratification, for six (6) patients involving unicel dxc 600i synchron access clinical system. Subsequent testing of the patient samples on an alternate access 2 immunoassay system recovered lower results, within the normal reference interval. One patient result recovered and repeated above the acute myocardial infarction (ami) limit and was imprecise. The erroneous results were released out of the laboratory and questioned by physicians. The customer indicated patients were admitted to the hospital and held for observation due to the erroneous results. There has been no report of patient outcome. The customer stated amended reports were not issued at the time. Admitted patients' samples were typically collected through venipuncture. All samples were either from the emergency room (ER) or inpatient. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) performed modification to the incubator belt and replaced the main pipettor tip, wash tower nozzle, peristaltic pump tubing and aspirate probes. The fse discovered the transducer voltage was at 170v (system specification is 197v). The fse re-torqued the buffer line and adjusted the voltage back to 197v. The fse performed a routine system check and high sensitivity system check, both passed within instrument specifications. Assay calibration and quality control (qc) was also performed; no issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. The customer uses becton dickinson (bd) lithium heparin gel separator collection tubes. Samples are centrifuged on a statspin centrifuge at 7,200 rpm (revolutions per minute) for three (3) minutes or at 5,600 rpm for five (5) minutes at room temperature. Samples are stored refrigerated after testing. The customer stated all troponin samples are filtered with fischer ib serum filter system. Two levels of quality control (qc) are run every eight (8) hours. Review of system checks for the main analyzer shows acceptable data. System checks for the alternate analyzer also shows acceptable data with slightly higher percent coefficient of variation (cv) on washed portion. Review of the supplied low level troponin I qc data from (B)(6) 2012, shows qc was within the customer's established limits.